Event description:
Leaving the tampon inside [foreign body in reproductive tract] string had started shedding. String completely came loose from the tampon [device breakage] tried to remove the tampon and the string completely came loose from the tampon [complication of device removal] case narrative: consumer reported via email that the string came loose leaving the tampon inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Leaving the tampon inside [foreign body in reproductive tract]. String had started shedding. String completely came loose from the tampon [device breakage]. Tried to remove the tampon and the string completely came loose from the tampon [complication of device removal]. Case narrative: consumer reported via email that the string came loose leaving the tampon inside of her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.